Event description:
It was reported that the customer had an ambulance that was involved in a head on collision while transporting a patient on this cot. It was reported that the crew and patient were injured as a result of the collision. It was also reported that the cot remained secured in the fastening system during the duration of this event.

Manufacturer narrative:
Device not repairable due to being involved in a vehicle accident. No product malfunction.